Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported about that during intraocular lens implantation procedure, the patient suffered a capsular rupture. The implanted lens was removed and replaced with another lens. Additional information was requested, but no further information is available.